Event description:
As a type 1 diabetic, I use the dexcom g7 to monitor my glucose continuously. I have noticed quality errors in recent batches where the adhesive is missing from the tape. I've had two fall out while in use, and I have to apply the overpatch differently than I have in the past because it won't separate from the backing. Medications are not relevant to this complaint. Reference report: #mw5166074.